Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experience a positioning issue resulting in device explant. The patient underwent stenting to the left anterior descending artery which was complicated by coronary perforation. The patient acutely decompensated and coded shortly after the perforation. A covered stent was utilized to correct the perforation. A small pericardial effusion was noted and protamine was given. The patient remained hemodynamically unstable, and the decision was made to place the patient on an impella cp for mcs. The patient was then planned for and underwent an emergent coronary artery bypass graft (CABG) surgery. After arrival back to the unit post-CABG, a decision was made to pull the impella cp into the descending aorta. Overnight, the patient decompensated requiring an increase in pressor support. The surgeon attempted to advance the impella cp back into the left ventricle unsuccessfully. The plan thereafter was to explant the device which was completed with a survived patient outcome. There was no harm to the patient as a result of this event.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the positioning issue was unable to be determined as insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.